Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to peripheral edema and heart failure on (B)(6) 2017 with blood glucose of 188 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer hit a brick wall and had difficulty breathing, swelling of leg and to get the fluid out of her body because it was affecting her lungs and heart she got admitted in hospital. The customer now reported high blood glucose level 528 mg/dl and also had blood glucose level 252 mg/dl. The customer had dry mouth as symptom of high blood glucose level. The insulin pump will not be returned for analysis.